Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The customer's mother stated that the customer changed the set prior to the event, but her blood glucose levels remained above 500 mg/dl. The reported blood glucose readings were 530 and 570 mg/dl. Troubleshooting was performed and the programming was accurate. It was found that the customer had received a no delivery alarm on the insulin pump prior to the event. The insulin pump failed the first prime test, but after rewinding and priming the insulin pump passed the test. The insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.